Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements or verify failed battery test alerts due to display anomaly.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer was assisted with troubleshooting and the display did not return after insulin pump restart. The customer stated that the contact on the battery cap and battery compartment was neither missing nor damaged. The customer also stated that the insert battery alarm did not display on the insulin pump screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.